Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned. Analysis was performed and no anomalies were found. (B)(4).

Event description:
It was reported that the patient presented to the emergency room and was pre-syncopal due to loss of capture and pacing inhibition due to noise oversensing on the right ventricular (rv) lead. The lead had intermittent capture at maximum outputs both in the unipolar and bipolar pacing configuration. The lead also had both high and low pacing impedances. A lead fracture was suspected; however, the lead was inspected and no noticeable fracture was noted. The rv lead was capped and replaced and since a lead fracture could not be confirmed, the physician was not 100% sure the issue was lead related. Therefore, the device was also explanted and replaced. No patient complications have been reported as a result of this event.